Manufacturer narrative:
The reported event is unconfirmed. Visual evaluation noted received 1 foley catheter attached to the drainage bag. Visual inspection noted no melting observed- therefore, the reported event is unconfirmed. No root cause could be found because the reported event was unconfirmed. The DHR reviews are not required as the reported event is unconfirmed. A labelling review is not required as the reported event is unconfirmed. Correction- d, h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that temperature foley catheter was placed in patient and unable to detect temperature in patient. The foley catheter was removed and noticed melted plastic inside the sensor. A second foley was used and no patient harm occurred.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that temperature foley catheter was placed in patient and unable to detect temperature in patient. The foley catheter was removed and noticed melted plastic inside the sensor. A second foley was used and no patient harm occurred.